Event description:
A dr of osteopathy reported a pt received a hyperopic refractive treatment and now appears to demonstrate a decentered ablation. No further info was provided.

Manufacturer narrative:
Reporting of this complaint at this time is based on a previously filed serious injury MDR for complaint. As a result of that injury report, a 2-yr reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting 2007. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: although the specific date of surgery was not provided, a surgery database performance verification was conducted on this system for the period of four months prior to the date the complaint was reported. The analysis determined the laser performance factors analyzed were operating within specification during this time period. Non-prod factors including pt response to the laser ablation, pt healing characteristics and preoperative pt selection could not be reviewed as the surgeon did not provide any pt records. Pt records were requested on 11/13/07, 11/28/07, 12/12/07, 01/04/07 and 01/16/07. Conclusion: based on the results of the investigation, a definitive root cause could not be determined.